Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pacing impedances of greater than 2500 ohms. It was indicated that a lead safety switch had occurred. Rv capture was unable to be obtained at maximum output. The patient was seen for a lead revision procedure where the lead was surgically abandoned. A new lead was successfully implanted. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.